Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by MFR: synergy ous mr 2.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the distal end were pulled distally over the distal markerband. The undamaged stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The non-totally occluded, 2.5mm x 20mm, eccentric, de novo target lesion containing a bend between >45 and <90 degrees was located in the mildly tortuous and moderately calcified left circumflex artery. A 2.50 x 24 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the tip of the stent itself was found to be deformed. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The non-totally occluded, 2.5mm x 20mm, eccentric, de novo target lesion containing a bend between >45 and <90 degrees was located in the mildly tortuous and moderately calcified left circumflex artery. A 2.50 x 24 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the tip of the stent itself was found to be deformed. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.